Manufacturer narrative:
Analysis of the provided files confirmed the reported event. Multiple ble failures are visible on 4-march-2026 for a session with a talentia df4 dr 3540 (sn: (B)(6)). Review of the log did permit to establish that the ble failure is due to a malfunction related to ble adapter. There is a mismatch between bl adapter and windows os, leading to the pairing issue. A cold reboot of the tablet is recommended as it will reset the ble adapter. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2026, during an implant interrogation, it was not possible to establish bluetooth communication. After 3 attempts, a pop-up is displayed indicating that only inductive telemetry is available. Bluetooth communication usually works normally with this programmer and in this hospital.

Manufacturer narrative:
Analysis of the provided files is still ongoing, results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2026, during an implant interrogation, it was not possible to establish bluetooth communication. After 3 attempts, a pop-up is displayed indicating that only inductive telemetry is available. Bluetooth communication usually works normally with this programmer and in this hospital.